Event description:
It was reported there were high pacing impedances of greater than 2000 ohms and oversensing on the lead. A fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory and tested out of specification consistent with the advisory. Evaluation summary: proximal conductor was fractured; full lead in segments was returned for analysis. Other: it was reported there were high pacing impedances of greater than 2000 ohms and oversensing on the lead. A fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event; impedance, high, lead(s), fracture of, oversensing.